Manufacturer narrative:
The UDI # is (B)(4).

Event description:
The customer called philips because issues with self-testing it was clarified at the bench that the device has v-tech errors if the cable is being moved. There was no report of patient involvement.